Event description:
It was reported the patient fell on (B)(6) 2014 and they had to go to the hospital for several days. The patient was in the intensive care unit and the fall had involved some bleeding and a patient injury. Follow up with the patient¿s healthcare professional indicated the patient had a 50 percent or greater symptom reduction. No outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3 387s-40, lot# v833497, implanted: (B)(6) 2011, product type: lead; product ID 3387s-40, lot# v833497, implanted: (B)(6) 2011, product type: lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).